Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
During several plasma and rbc collections from a single customer, rbc were found in the plasma product. It occurred with different donors with different pre-count data, but the same caridianbct disposable lot number. The customer claims that there was no alarm from the machine, therefore the customer was not provided the opportunity to recover the plasma collection by using the 'spillover' feature of the trima device. Per the customer the defective disposables are not available for investigation. Caridianbct is continuing to request further information from the customer.